Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: migration, endoleak, aneurysm rupture and death.

Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported no endoleak or aneurysm enlargement was observed during the first and second year follow-up. In (B)(6) 2016, a follow-up magnetic resonance imaging (MRI) showed the proximal aortic neck was enlarged, and a trunk-ipsilateral component and two aortic extender components migrated approximate 5mm distally. No endoleak or aneurysm enlargement was observed and the physician decided to continue wait-and-see approach. In (B)(6) 2016, the patient was taken to the hospital in cardiac arrest. A cardiac massage was applied, however, the patient expired. It was reported a proximal type I endoleak occurred due to the device migration and the endoleak caused an aneurysm rupture. The cause of death was hemorrhagic shock.